Manufacturer narrative:
Analysis found that the reported complaint was confirmed. The motor was found to have variable speed. The handpiece motor needs to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was wobbling when used on a patient during procedure. There was no patient or staff impact.